Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet, with readings up to 360 mg/dl and down to 62 mg/dl, and that the pump had become maladapted due to incorrect meal type announcements; the device was factory reset and returned to automated (¿bionic¿) operation, and education on best practices was provided, including use of oral glucose for lows as needed. Symptoms included hyperglycemia and hypoglycemia. Outcomes included transient disruption to glycemic control without hospitalization. Investigation included customer interview, device use review, guided troubleshooting, and a software reset. Investigation of this case revealed user-related use error in meal announcement selection that led to maladaptation of insulin dosing. It was concluded that the device functioned as designed and that the event was attributable to use error, resolved with reeducation and reset.